Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2017, a bedside monitor was spontaneously resetting during use. No injury was reported as a result of this event.

Manufacturer narrative:
A spacelabs field service engineer was dispatched for further investigation. The reported problem was verified. The software was reloaded, and the device passed all tests and was returned to patient service. This report is considered complete and this particular issue closed.